Event description:
The user facility reports that following intraocular lens (iol) implant surgery, a detached haptic was noted. The iol and the haptic were removed and replaced 3 months later. Additional information has been requested.